Event description:
It was reported the pt had the device and lead replaced due to loss of appropriate stimulation. The device was over-discharged as it had slipped deeply into the tissue and was not able to recharge. At the time the lead was removed, it was noted that anchor was not intact. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u will be sent when the analysis is complete. Results - titan anchor. Reason for late MDR due to implementation of process improvement.